Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was corrosion in the battery compartment and on the battery for their pump. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2014 with the following findings: corrosion was found inside the battery compartment. No cracks or damage was observed with the battery compartment. The returned battery cap was able to fully tighten. There was no issue with loss of power. The pump passed a leak test. No evidence of moisture damage was found on any internal components or circuit boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.